Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. There was no reported adverse impact to the customer's blood glucose level. During a follow-up, it was reported that a cartridge was successfully loaded onto the pump.